Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to pool and insulin pump stopped working it did not turn on. The customer's blood glucose level was 9.6 mmol/l. The customer stated that insulin pump was exposed to the moisture. Customer states they do not hear fluid when shaking the insulin pump. The device will not be returned for the analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with serial number label stained and faded, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.